Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt) was confirmed. Upon evaluation, the r10, u2, c3, and u1 components were oxidized inside ECG electrode c. The cause of the adjust belt/check belt messages is the damaged components. The cause of the oxidation is corrosion. The root cause of the corrosion is likely liquid ingress from an unknown contaminant. No adverse event resulted from the damaged components. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant adjust belt/check belt messages. The patient was issued a replacement electrode belt.